Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that prior to a surgical procedure, it was observed that the unknown burrs & drills device console did not turn on, connection was made in the current sockets available in the operating room. During further follow up with the reporter, it was observed that the drill bit was fractured during the procedure. It was not possible to extract the fragment. The device was used with two console devices. There were no reports of delays to the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.